Event description:
It was reported that during pre-surgery, it was observed that the trigger was sticking on the battery oscillator device. It was further observed that the locking mechanism was not working on the device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to a mechanical component failure from normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.